Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced halo's, blinding starburst and triple vision causing driving impairment at night. The vision was at 20/40. The patient visited a doctor and he stated the only alternative is a subpar lens replacement or a standard lens replacement. No further information available. There are two medical device reports associated with this patient. This report is associated with the right eye.

Event description:
There are two medical device reports associated with this patient. This report is associated with the left eye (previously reported as right eye).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).